Event description:
Cybersecurity concerns at hosp. Nuclear medicine "infinia station" which collects data and transfers data as an "image" experienced system compromise due to cybersecurity issues on two separate occasions. Although no direct negative pt outcomes occurred, the potential for such is a significant enough concern to report to FDA. The infinia system was pulled from the hospital network to ensure further breach in security would not occur. The hosp has worked with the vendor to better protect the system from cybersecurity breaches. Cardiac catheterization laboratory also experienced cybersecurity issues. Two separate biomedical systems were deemed non-functional requiring the vendor to come in and troubleshooting the problem. It was apparent to hosp that the system was transmitting and/or attempting to infiltrate the network resulting in increased vulnerability and shut down. Communication of imaging results were unable to be electronically transferred from the cath lab to the operating room during this three day system shut-down, the following biomedical systems were affected by the virus outbreak: electromed, phillips modalities, and witt system. No direct negative pt outcomes occurred as a result of biomedical issues in cardiac catheterization laboratory. Hosp continues to work with each vendor to better protect systems on the network from cybersecurity breaches.